Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device investigation could not be conducted since the device was not returned for investigation. Lot history review revealed no anomaly relating to the reported event, and no other similar product experience report was received. Based on the obtained information, it is presumed that pulling force exceeding the product's design limit might be unintentionally applied while the distal portion of the microcatheter tip was trapped by the heavily calcified lesion, and that led the microcatheter to break apart at the trapped tip. The IFU states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and [malfunctions] separation.

Event description:
It was reported that during a live case in the (B)(6) held in (B)(6), an asahi microcather was used in retrograde approach to treat a heavily tortuous and heavily calcified cto lesion in the proximal rca. When the microcatheter was advancing the rca, it got stuck in the vessel. The physician tried to retrieve the mcirocatheter but it was really difficult. When he succeeded in retrieval, the tip of the microcatheter broke and a broken piece was left in the calcium of the rca. The tip fragment of the microcatheter was stented. The patient was already discharged. No patient complications were reported.